Manufacturer narrative:
The device will not be returned, and the catalog number was not provided. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported the marking pin within the star sliding core poly backed out; the poly needed to be changed.